Manufacturer narrative:
As the sheath/dilator is a purchased item for (B)(4), the returned sample has been forwarded to the manufacturer, greatbatch, ltd, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, during a procedure to insert a PICC device both handles detached from a peelable sheath. No patient injury or complications were reported. The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The january 2017 complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "sheath handle detached - both." No adverse trend was indicated. The used sheath was returned to angiodynamics and the reported failure was confirmed. As the sheath is a purchased component for angiodynamics, the returned sample, as well as a supplier corrective action request (scar) was forwarded to (B)(4), the manufacturer. The scar response from (B)(4) stated that the root cause of the device failure was that the sheath handle was not properly molded and contained incomplete fin fill. (B)(4) has initiated a CAPA to further investigate handle detachment issues. Angio dynamics incoming inspection of the sheaths includes a visual aql to verify that the sheath tubing is undamaged, is free of defects, meets dimensional specification, and that it properly breaks at the hub an separates into two complete pieces when the wings are pulled apart. (B)(4).